Event description:
Caller alleged discrepant low results on the inratio meter compared to (B)(6) lab. Results as follows: date: (B)(6) 2012, inratio: 3.1, lab: 7.0, time between testing: (two hours). The pt stated that she ended up in the hospital with an elevated inr. Customer can not be contacted for further info; phone number is no longer valid.

Manufacturer narrative:
Investigation: discrepant results (accuracy): comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 3.1, reference: 7.0, mean: 5.05, confidence limit: na. The mean is >5.0 and the difference is greater than 2.2. These results are considered inaccurate within the context of the documented variability for inr testing. Additional testing/investigation is required. No product associated with the complaint is expected for return. Unable to perform retained strip testing due to unk strip lot number on the event details. While no lot number was provided by the complainant, review of records indicated that they may have been using one of the lot numbers previously shipped to them. The results of testing on the retains for these lots (lot number 272216 (used on (B)(6) 2012), lot number 273315 (used on (B)(6) 2012) and lot number 274163 (used on (B)(6) 2012) demonstrated no performance issues. No further action required as no product deficiency was established. All retain strips were found to meet both accuracy and precision criteria. Conclusion: inr results exceeding 5.0 generally have reduced trueness, precision and linearity, both in poc and laboratory based pt testing. No confidence interval could be established. Analysis of the pt's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No lot number was provided so the investigation was performed on lots that were known to be shipped to the customer. Retained strip test result comparison met accuracy criteria. (B)(4).